Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00066. The pt was implanted with an ipg and two percutaneous leads on (B)(6) 2010 for left leg and low back pain. He was said to have suffered multiple falls, after which his therapy coverage reportedly became ineffective. The pt underwent a decompression procedure which allegedly alleviated most of the pain the scs system was intended to cover. As such, this ipg and leads were removed on (B)(6) 2010.